Manufacturer narrative:
Follow-up #1: date of submission 10/27/2015 - revised device evaluation: the pump has been returned and evaluated by product analysis on 10/12/2015 with the following findings: a review of the black box data showed no evidence of short battery life. A visual inspection of the pump showed that the battery compartment was cracked. The battery cap was unable to fully tighten on to the pump; however the pump was able to power on. The pump¿s current draws were found to be within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint was not duplicated during testing. Unrelated to the complaint, the pump casing was cracked in the upper right hand corner of the display area. Additionally, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that battery life was shorter than expected. In addition, it was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.